Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed controller clock corrupt alarm indicative of a total loss of power to the system controller, which would have caused the pump to stop. The controller event log files collectively contained events from the default timestamp of 10jan2000 through 27mar2026. A controller clock corrupt alarm was captured from the beginning of the file through the default timestamp of (B)(6) 2000. Following this timestamp, the controller clock was set to (B)(6) 2026, and the controller clock corrupt alarms resolved. The corrupt timestamps are indicative of a complete loss of external power as well as full depletion of the system controller backup battery. These events would have led to the pump stopping and the controller clock resetting. A specific duration of time for which the pump was stopped could not be conclusively determined. No other notable events or alarms associated with the pump were captured. The pump appeared to function as intended at the fixed speed. Multiple attempts were made to obtain additional information regarding the reported event; however, no additional information has been provided by the account. The patient remains ongoing on heartmate 3 left ventricular assist system, serial number (B)(6). The reported event and subsequent investigation do not indicate an issue with the manufacture of the product, per the device history record review. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, rev. D and the heartmate 3 lvas patient handbook, rev. An are currently available. Section 2 of the IFU, "system operations" (under "system controller warnings and cautions"), and section 2 of the patient handbook, ¿how your heart pump works¿, instruct the user to check the system controller driveline connector to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump stops. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation. The patient handbook further explains that the pump cannot run without power. Section 2 of the IFU also contains a section titled "connecting the driveline to the system controller", which provides instructions on connecting/disconnecting the driveline to/from the system controller and making sure that it is fully and properly inserted into the system controller socket. Section 6 of the IFU, under "educating and training patients, families, and caregivers", explains that during the patient selection, preimplant, and postoperative period, the patient must receive instructions regarding the operation and care of every system component (including the driveline and what to do in an emergency). Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, describe all alarm conditions as well as the appropriate actions associated with them. The patient handbook also contains a section on handling emergencies and further instructs the user to call their hospital contact if the user thinks, for any reason, any portion of the equipment is not functioning as usual, is broken, or the user is uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that log files were submitted for review, and the log file captured system controller clock corrupt messages. It appeared that the last valid date was 13mar2026 before the clock was reset. The pump appeared to operate as intended during the events. The clock was reset on (B)(6) 2026. While the event log file did not contain data showing a pump stop, the periodic log captured no external power alarms and backup battery (bb) in use events at time stamp 13mar2026 at 2:33:47. Technical services (ts) stated that these are commonly seen when there's a total loss of power to the system. On (B)(6) 2026 at 2:33:47 was the last good time stamp in the periodic log. The next time stamp captured in the periodic log was (B)(6) 2000 at 3:59:59 which indicated the controller¿s clock reset to the default and was powered back up ~ 3hrs 59 min 59 seconds ago using batteries. Ts stated it was noteworthy to point out that this patient had a history of sleeping on battery power. The patient remained on battery power throughout the rest of the periodic and event log file duration. It appeared that the patient was using the system controller with the alarm continuously occurring for at least ten days. The periodic log file captured the alarms beginning on (B)(6) 2026 which could have meant that the alarms were occurring for more than ten days. It was unknown for how long the pump was off.